Event description:
It was reported that the patient was in hospice care. The device could not be interrogated in order to turn it off. The patient was terminally ill with cancer and expired a few days later. The device was not explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.